Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was feeling dizzy, had a headache, and his chest felt heavy. The patient¿s cgm was reading 42 mg/dl, however, no bg meter reading was taken at this time. The patient¿s wife took him to the emergency room. At the ER, the patient¿s bg meter reading was 322 mg/dl while the cgm was reading 41 mg/dl. The patient was treated with an unspecified IV and was given a chest x-ray to rule out a heart attack. The x-ray results were ¿fine¿. The patient was discharged home after approximately three hours. The patient was feeling better on the way back home and at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.